Manufacturer narrative:
Investigation: 1 photo was returned for investigation. The returned photo shows peelback on catheter tip. The complaint is confirmed and product is out of specification. The probable root cause for peelback could be due to tubing material. CAPA#81917 was issued to review the tubing material. No similar qn or abnormality was observed that could have influenced the problem.

Event description:
It was reported that during insertion the catheter curls and only the needle penetrates. This occurred 3 times with a bd neoflon¿ 26ga 0.6mm od 19mm l. The following information was provided by the initial reporter, translated from french to english: the catheter curls during the puncture, only the needle penetrates the patient's skin. Child stung three times. Event that happened three times. Recurring incidents already reported. Hcw also have the impression that the catheter protrudes beyond the needle at the tip, which makes it difficult to attempt to puncture the skin with the catheter. Clinical consequences : patient pricked multiple times > unnecessary pain family misunderstanding risk of losing venous access and delaying the initiation of IV treatments conservatory measures: change of catheter model for the next puncture.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during insertion the catheter curls and only the needle penetrates. This occurred 3 times with a bd neoflon¿ 26ga 0.6mm od 19mm l. The following information was provided by the initial reporter, translated from french to english: the catheter curls during the puncture, only the needle penetrates the patient's skin. Child stung three times. Event that happened three times. Recurring incidents already reported. Hcw also have the impression that the catheter protrudes beyond the needle at the tip, which makes it difficult to attempt to puncture the skin with the catheter. Clinical consequences : patient pricked multiple times. Unnecessary pain. Family misunderstanding risk of losing venous access and delaying the initiation of IV treatments conservatory measures: change of catheter model for the next puncture.